Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected low battery alarm during testing noted. The device passed rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads

Event description:
Customer's girlfriend reported via phone call, the motor on the insulin pump was going bad, as it had alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was performed. The customer had gone through a body scanner at the airport. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's girlfriend was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.